Event description:
It was reported that a patient underwent a hysterectomy procedure in 2009. The reservoir functioned properly upon first activation the day of the procedure. Then it was very hard to lock the reservoir and it could not be locked after the reactivation. There were no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.